Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty deploying the stent. The physician pulled the delivery system and stent back to the guide catheter. Physician then pulled the stent and guide out leaving the wire in place. They were unable to remove the stent from the sheath. The stent was successfully retrieved from the sheath with a snare and pt status is listed as "okay".